Event description:
A customer reported baised results for phenobarbitol on their vitros 950 system while testing cap proficiency fluids. No patient results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.